Event description:
It was reported that in the last 2 weeks, a pt developed respiratory strider following a planned, routine extubation of a hilo evac endotracheal tube. The size and the lot number are not known. The tube was discarded. No other info provided.

Manufacturer narrative:
The tube was discarded and therefore unavailable for failure investigation. No analysis or conclusions can be drawn without the device or the lot number. If the lot number becomes available for further investigation, a follow up report will be submitted should an significant info result.